Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort], uncomfortable - tampon [medical device site discomfort] , tampon unraveled open during removal [complication of device removal] , tampon had unravelled open [device physical property issue] . Case narrative: consumer reported via e-mail that tampon unraveled open during removal. No serious injury reported.

Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Uncomfortable - tampon [medical device site discomfort]. Tampon unraveled open during removal [complication of device removal]. Tampon had unravelled open [device physical property issue]. Case narrative: consumer reported via e-mail that tampon unraveled open during removal. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.